Event description:
It was also reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. The customer¿s blood glucose (bg) level was 836 mg/dl, with high ketones. Reportedly the customer went to the emergency room and subsequently admitted to the hospital¿s intensive care unit due to bg level. Customer was treated intravenously with fluids of saline and insulin. Customer was discharged with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.